Event description:
It was reported the system displayed an intermittent saturation error message or a/d channel error message and would not boot up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface needs to be replaced. The repairs are awaiting customer approval.